Event description:
Literature: blomstedt o, fytagoridis a, tisch s. Deep brain stimulation of the posterior subthalamic area in the treatment of tremor. Acta neurochir (wien). 2009; 151(1):31-36. Summary: this study examines five patients with tremor who were operated using unilateral deep brain stimulation of the posterior subthalamic area (psa). Patients were assessed before and 1 year after surgery and the results show the mean improvement on stimulation was 87% however, limited literature is available and sample size in the current study was small. Event: it was reported that the patient experienced electrode breakage and it was decided to replace it with a new electrode in the psa. Macro stimulation during surgery did not yield an optimal effect, and it was decided to implant a second electrode in the same location as the broken electrode in the ventralis intermedius (vim).

Manufacturer narrative:
See scanned pages.